Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the 840 ventilator set-up the compressor became inoperable. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/ muffler. The unit passed all testing and operates within the manufacturing specifications.